Manufacturer narrative:
Vyaire complaint number: (B)(4). The sample was received for evaluation. The vyaire technician evaluated the device and performed tests. The reported complaint was confirmed through the events log and duplicated during functional check. Cause was identified as failed transducers pt801 and pt800. Root cause is being investigated under CAPA ca-2017-0206.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault (xdcr fault) and high peak inspiratory pressure (high pip) while connected to a patient. The patient was removed from the device and placed on another ventilator. The customer confirmed that there was no patient harm associated with the reported event.